Manufacturer narrative:
Device evaluated by manufacturer: the returned device matches with upn provided by the customer. The rotawire was broken 326.8 cm from the proximal end of the wire and the floppy tip was not returned. There were numerous kinks along the body of the wire. Overall length and od of the distal tip could not be performed due to device condition (floppy tip not returned). The od of middle of the device and the od of proximal section were within specification.

Event description:
It was reported that device entrapment and vessel dissection occurred. A 1.25mm rotapro and rotawire and wireclip torquer were selected for use in the tortuous mid right coronary artery. The rotawire was advanced without difficulty through and beyond the lesion. During the procedure, the 1.25 burr stopped in the middle of the lesion. No stall had displayed and the rpms did not drop below 150,000rpm. The burr became lodged in the lesion and stuck on the wire. Significant resistance was experienced when attempting to remove or advance the burr. Neither the wire nor burr would move forward or backward. The burr and the wire seemed to be fused and entrapped together. In order to remove the device, the burr and wire had to be forcefully removed together and a dissection of the right coronary artery occurred. A covered stent had to be placed. The dissection was fixed and the patient was stable post procedure.

Event description:
It was reported that device entrapment and vessel dissection occurred. A 1.25mm rotapro and rotawire and wireclip torquer were selected for use in the tortuous mid right coronary artery. The rotawire was advanced without difficulty through and beyond the lesion. During the procedure, the 1.25 burr stopped in the middle of the lesion. No stall had displayed and the rpms did not drop below 150,000 rpm. The burr became lodged in the lesion and stuck on the wire. Significant resistance was experienced when attempting to remove or advance the burr. Neither the wire nor burr would move forward or backward. The burr and the wire seemed to be fused and entrapped together. In order to remove the device, the burr and wire had to be forcefully removed together and a dissection of the right coronary artery occurred. A covered stent had to be placed. The dissection was fixed and the patient was stable post procedure.